Event description:
It was reported that when the first fast fix was into the patient, the anchor dislodge from the needle shaft. No patient injury was reported. Back-up device was used to finish the procedure.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Updated.

Event description:
It was reported that when the first fast fix was into the patient, the anchor dislodge from the needle shaft. No significant delay or patient injury reported. Back-up device was used to finish the procedure.